Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the video assisted thoracic wedge resection, an xray of the patient indicated that a foreign object that is about 1.3cm long was detected in the patients thoracic cavity.